Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic stab knives were not sharp enough before vitrectomy procedure. The procedure was completed by replacing another knife. There was no patient harm.

Manufacturer narrative:
Three open trocar assemblies in a pouch were received for the report. The samples were visually inspected and were found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed, due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos provided to the complaint was reviewed, by the manufacturing site. The photo is of a tray label. The reported product and lot information is confirmed. The exact root cause could not be determined, from the investigation performed. The damage to the returned samples is consistent with damage that can occur, when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument, during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blades. The exact root cause for this complaint is unknown. Therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformance, such as the damaged tip and cutting edges, are removed from the lot, and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).